Event description:
It was reported that during a device upgrade procedure the right atrial (ra) lead insulation was damaged while expanding the device pocket. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).